Event description:
It was reported that during the implant procedure, the guidewire could not be removed from the lead. The lead was flushed and the physician attempted to re-insert the guidewire but it would not advance. The lead was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).